Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.

Event description:
Healthcare professional reports right side "late seroma", capsular contracture, baker grad IV, "insidious pain", "double capsule", and "implant broke while explanting so they did not know if it was previously broken or not." Healthcare professional also reported "fever and fever symptom disappeared after explanting"; this is not device related. Device has been explanted.